Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the ivc filter was tilted 27.6 degrees posteriorly in sagittal plane and zero degrees in coronal plane. The filter was positioned correctly with respect to the renal veins. The filter struts extended only minimally past the lumen of ivc. One anterior strut was in contact with the serosal surface of the third portion of the duodenum.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the ivc filter was tilted 27.6 degrees posteriorly in sagittal plane and zero degrees in coronal plane. The filter was positioned correctly with respect to the renal veins. The filter struts extended only minimally past the lumen of ivc. One anterior strut was in contact with the serosal surface of the third portion of the duodenum.